Event description:
Patient reported right side "capsular contracture," baker grade unknown. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Additional, changed, and/or corrected data: a.4., a.6., b.5., d.1., d.2., d.4., d.6a., g.4., h.4., h.6., h.11.

Event description:
Patient reported right side "capsular contracture." Baker grade unknown. Healthcare professional later reported "rupture." The device has been explanted.

Event description:
Patient reported right side rupture, and capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, b7, d6a, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b6, h6.

Event description:
Patient reported right side rupture, and capsular contracture, baker grade iii. The device has been explanted.